Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/21/2016 that on (B)(6) 2016, that the patient experienced a skin reaction underneath the adhesive. The sensor was inserted at the upper buttocks on (B)(6) 2016. The reaction was described as itchy, red, irritated, raised with bumps, scrapes, cracked skin, and scaring. Affected area was treated with (otc) vitamin e and (rx) neosporin prescribed on (B)(6) 2016 for a previous reaction. At the time of contact, patient is well. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.